Manufacturer narrative:
Voluntary medwatch received mw5156788. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that this right ventricular (rv) lead exhibited noise oversensing, consistent with myopotentials. Further evaluation of the rv lead was recommended. No adverse patient effects were reported. This rv lead remains in service.